Manufacturer narrative:
This is being reported for a problem found earlier. Our engineering evaluation revealed a partial occlusion of the drb during the registration is the most likely cause. When utilizing a clear drape for the drb during the auto-registration workflow, it is important to ensure that the creases of the drape do not align with the tracking markers, to ensure proper tracking through the drape. Furthermore, the user mentioned the use of the sterile-z drape, which is not a recommended drape to use for the drb during the auto-registration workflow. Lastly, it is recommended that the user performs anatomical landmark checks before proceeding with the navigation and the placement of screws in order to identify any navigational integrity issues. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed.